Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to defective components on the defibrillator pca and computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
Upon investigation the monitor displayed a service code 102 (discharge profile faults).